Event description:
It was reported that the unit was shutting off unexpectedly and going into standby mode. Allegedly, this occurred during a case, though there was no delay or harm to the patient.

Manufacturer narrative:
Additional information will be provided once investigation is completed.